Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on 2015, the patient experienced a loss of connection between smart device and transmitter. Patient reporting having multiple had background apps running. Patient closed all apps and reset the smart device. Issue was resolved by troubleshooting. No additional patient or event information is available.